Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the vibration box. There was no alleged device malfunction contributing to the irritation. Patient reported that nurses tried to reposition the lifevest and applied an unscented lotion. Patient also reported treating the area with hydraguard salve and nystatin powder. Follow up indicated that the irritation has not improved but hasn't gotten much worse.